Event description:
The nurse reported that the connection between the transfer set and adapter doesn't stay and there is about a 1/4 inch gap. There was no patient injury or medical intervention reported. On (B)(4) 2010 product surveillance spoke with the rn who stated she can't get any of the adapters to connect flush with the transfer set. There have been no leaks reported with product they actually leave on patients. The rn stated she does not note any difficulty twisting the adapter on or removing it; however, she stated the connection isn't flush and she can feel the connection loosen after she tries to make the final tighten to connect.

Manufacturer narrative:
(B)(4). The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.

Manufacturer narrative:
(B)(4). One used minicap transfer set and two beta cap adapters (2 threads) were received in reference to the reported condition of loose. A visual inspection was performed on both the transfer set connector and catheter adapter; no obvious defects were found. Both parts were inspected for damage to threads, flash appearance or warpage. The outside moldings were also inspected for cracks, wear burn marks or tool marks. The catheter luer adapter was checked to verify the luer taper with an iso gauge. The step of the iso gauge is 0.026in. And the catheter luer was 0.0169 in. The luer was within gage limits (lower that 0.026in.) The connector was torqued onto the adapter for a torque of 2.19 in. Lb. An underwater leak test was performed to check for leakage; no leakage was found. A torque removal was performed with result of 1.08 in. Lb. The engineering quality review was completed for this report. The report was not confirmed for the report of a loose connection. Based on the information obtained during baxter's investigation, a root cause of the reported condition was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.